Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced erosion, infections, pain and urinary incontinence. No other information is available.